Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro laa closure device & delivery system (wds) was implanted. Prior to the start of the procedure, a trace effusion was noted. After implant, a small pericardial effusion was noted in the transverse sinus. A pericardiocentesis was performed. During the procedure, the transeptal puncture was difficult to visualize, and the physician suspects the pericardial effusion occurred during that time. The patient was discharged on (B)(6) 2025 and is expected to fully recover.